Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. A partial lead (only connector portion) was returned in one piece for analysis. The lead was able to be inserted and removed into the device without difficulties. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-20768. It was reported that during a routine generator change, the left ventricular (lv) lead could not be disconnected from the pacemaker. The physician explanted and replaced the lv lead and the pacemaker. The patient was discharged from the hospital after the procedure.